Event description:
During a routine follow up, a chest x-ray showed the tip of the catheter had broken off and was lodged in the pt's pulmonary artery. The system was explanted and the catheter embolus removed. The reporter stated that the pt suffered no incident related medical sequelae.

Manufacturer narrative:
F4. Was supplied on original report.